Event description:
Male reports severe irritation after using a spermicidally lubricated condom. His partner called to report the problem and he could be heard in the background. The redness and pain has gotten worse each day since the incident. User was advised to seek medical attention for this problem.